Manufacturer narrative:
This report is for an unknown prodisc-l inferior endplate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2017 due to adjacent segment/level disease at l4 with modic change and schmorl's node. X-ray images taken on an unknown date had shown all three unknown parts of prodisc-l implants (superior endplate, polyethylene inlay, and inferior endplate) were intact at l5-s1 of the lumbar spine. During the procedure, the patient was implanted with a competitor¿s artificial disc at l4-5. Due to the complexity of removing or maneuvering major vessels on l5-s1 level, the surgeon decided to leave the prodisc-l implant in at l5-s1. No surgical delay or patient harm. Patient outcome is stable. The patient was initially implanted with prodisc-l implants at l5-s1 on an unknown date. This report is for an unknown prodisc-l inferior endplate. This is report 3 of 3 for com-(B)(4).